Event description:
Caller reported blood glucose results of 182 mg/dl and 72 mg/dl within 10 minutes on the compact plus system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Pt revised for pain and polythylene wear of liner.